Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had two low blood glucose events that resulted in a seizure and loss of consciousness due to a lost sensor signal. The customer's blood glucose at the time of the events on (B)(6) 2018, was unknown. The customer was treated with glucagon injections. The customer declined troubleshooting. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer had two low blood glucose events that resulted in a seizure with a lost sensor signal. The customer's blood glucose at the time of the events on (B)(6) 2017, and (B)(6) 2017, were unknown.